Event description:
The following handpiece a cusa excel 36khz straight handpiece, presented a failure after its third use (even though the procedure of use, cleaning, sterilization and storage was the same and as suggested on the user manual). The tip of the handpiece (where the nosecone is attached) suddenly began to get hot during the "auto test" procedure and made the black plastic begin to melt a little. The customer reported that all the procedures were realized as they should be (there was water in the reservoir and the tip was well attached). A backup handpiece was used and in the end the surgery went well. The problem was found during the handpiece test, just before the surgical procedure. The procedure was delayed for two hours, but a revision was not required and another hand piece was used to complete the surgery. The event did not result in pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.